Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient is undergoing chemo therapy and that the battery tripped the elective replacement indicator due to high battery impedance. The device will be removed once the patient completes chemo therapy. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient is undergoing chemo therapy and that the battery tripped the elective replacement indicator due to high battery impedance. The device will be removed once the patient completes chemo therapy. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.